Manufacturer narrative:
Additional information was received that the reason for revision was due to leads were placed too high causing the patient to have a lot of chest stimulation and inadequate stimulation. The patient underwent a revision procedure wherein the leads were pulled down. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 17845850, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.